Manufacturer narrative:
The angiosculpt device was unable to deflate. Additional intervention was required to remove from the patient, thus resulted in a prolonged procedure. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. The angiosculpt device was disposed, thus no evaluation performed. The angiosculpt device was used beyond the expiration date (2016-09-11). The IFU warns to use the catheter prior to the "use before" (expiration) date specified on the package.

Event description:
The balloon would not deflate during the case and it had to be popped using a needle through the skin.

Manufacturer narrative:
(B)(4) are not applicable. Upon further investigation, the expiration date was extended for an additional 2 years. It was confirmed that the device used during the procedure was within the expiration date.